Event description:
While flushing duotube with medication the duotube snapped off from the connector. The weighted endotube slid down, presumably into the pt's stomach. The packaging was disposed of previous to the event.